Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported an occlusion occurring with their infusion set. The customer's blood glucose was 298 mg/dl. Customer stated the alarm was resolved by a complete set change. The customer did not want to return their infusion set and reservoir for analysis. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.